Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Biomed reported overinfusion of kcl and requested event log review to rule out user programming error. Hypokalemic pt had received 8 previous doses of 10 meq kcl each, over past 48 hours via same IV line with minimal improvements in potassium level. Bag of 10 meq kcl/50 ml hung at 10:21 am to run over 1 hour, reportedly not programmed in guardrails. Nurse manager reported that at 10:55 am, infusion was removed from pump to run via gravity for pt transport to or; within 1 minute while transferring pt, she started screaming with pain at IV site and up into shoulder, and nurse noted kcl bag empty. Increased monitoring of labs and EKG was done. Ice applied to IV site with relief, and remainder of primary saline bag given to dilute effect of kcl. Anesthesiologist told staff EKG was improved, and surgery was performed later the same day. Pt discharged the next day with no long term adverse effects from overinfusion. Perioperative services director thinks roller clamp had been closed when infusion taken off pump, but cannot say for sure. Biomed tested roller clamp and found no problem. Investigation is ongoing. Follow-up report will be sent when investigation is completed.